Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that after the foley catheter was placed, it fell out of the patient. The complainant reported that upon observation of the catheter, a pinhole was found in the balloon which allegedly caused it to deflate and the catheter to fall out of the patient. The patient reportedly experienced self limited bleeding as a result of the catheter falling out. No medical intervention was required.

Manufacturer narrative:
The reported event was inconclusive due to a poor sample condition. Visual evaluation of the returned sample noted one opened (without original packaging) meter bag connected to a sample port connector with a silicone foley and intact tamper evident seal. The tip of the catheter was cut off. No other obvious holes were noted. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution streamed from the cut tip. The cut in the tip appeared to have caused the leak and it could not be evaluated if there was a leak before the tip was cut. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿released c.r. Bard, inc. Covington, ga 30014 u.s.a. Made in mexico lubricious coating bonded to a bardex® foley catheter made of clear silicone elastomer pk7602585 04/2006 warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Unless package is opened or damaged. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities. Note: aggressive traction, particularly in the presence of suturing, is not recommended for silicone foley catheters. Bard, bardex and lubri-sil are registered trademarks of c. R. Bard, inc. Or an affiliate. U.s. Patent number 5,179,174 and patent pending. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Lubri-sil® all-silicone foley catheter peel to open"

Event description:
It was reported that after the foley catheter was placed, it fell out of the patient. The complainant reported that upon observation of the catheter, a pinhole was found in the balloon which allegedly caused it to deflate and the catheter to fall out of the patient. The patient reportedly experienced self limited bleeding as a result of the catheter falling out. No medical intervention was required.